Event description:
It was reported, the tip of extraction device broke off in the lag screw that was being removed. No adverse effects, lag screw was removed without incident.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.